Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the guide wire fractured was confirmed. Returned were a guide wire and a dilator. The distal end of the dilator was bent 2 mm from the tip. The tip itself had two small splits. There were small white areas at the tip, indicating stress had been applied. The guide wire was separated into two pieces. The wire was severely kinked and twisted where it separated. The distal portion of the wire measured 40.3 cm in length. There were kinks at 23.3 and 24.3 cm from the distal tip. The coils at the proximal end of this portion of wire were unraveled. A manual tug test confirmed the distal weld was intact. The proximal portion of the wire measured approximately 20 cm in length. It was kinked and bent starting at 15.5 cm from the proximal end of the wire. There was a small section of unraveled wire at the distal end of this piece. A manual tug test confirmed that the proximal weld was intact. The total length of the returned guide wire was approximately 60.3 cm, which is consistent with the guide wire graphic. The od of the guide wire measured 0.808 mm, which met specification of 0.788 - 0.826 mm per guide wire graphic. The device history records were reviewed with no relevant findings. The investigation found no evidence to suggest a manufacturing related cause. Other remarks: the selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a great enough force is applied during removal. Based on these circumstances, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during insertion in the ICU, the user noted that the tip of the dilator bent, and the guide wire fractured. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.